Event description:
It was reported that a malfunction alarm occurred. The customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of 400 mg/dl customer was treated with insulin shots and intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.